Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5323708, medical device expiration date: 11/30/2016, device manufacture date: 11/19/2015. \ medical device lot #: 5328832, medical device expiration date: 12/31/2016, device manufacture date: 11/24/2015. Medical device lot #: 5328833, medical device expiration date: 12/31/2016, device manufacture date: 11/24/2015. Medical device lot #: 5328834, medical device expiration date: 12/31/2016, device manufacture date: 11/24/2015. Medical device lot #: 5328836, medical device expiration date: 12/31/2016, device manufacture date: 11/24/2015. Medical device lot #: 5328838, medical device expiration date: 12/31/2016, device manufacture date: 11/24/2015. Medical device lot #: 5328840, medical device expiration date: 12/31/2016, device manufacture date: 11/24/2015. Medical device lot #: 5335880, medical device expiration date: 11/30/2016, device manufacture date: 12/01/2015. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Returned to manufacturer on: unknown. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that bd vacutainer® cpt¿ cell preparation tubes with sodium citrate had problems with increased numbers of cells dying in the control wells. No serious injury or medical intervention reported.